Event description:
The customer called to report a possible failure of the pod's needle mechanism; no "click" was heard during the activation process to indicate that the cannula had fired. After four hrs of wearing the pod, she experienced high bg's (greater than 500mg/dl). The pod will be returned for eval.

Manufacturer narrative:
The customer stated that no "click" was heard during set-up of the pod, indicating that the needle mechanism had possibly not deployed the cannula. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for eval, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure proper placement. If labeling instructions were properly followed, the user would have noticed that the cannula hadn't deployed (which would have been visible through the pod's viewing port) and would have immediately deactivated the device. The user guide also advises users to check their blood glucose levels frequently so, they're able to react quickly and appropriately to any issues.